Manufacturer narrative:
The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned screw could be confirmed based on the catalog and the lot numbers marked. The returned screw is broken into three parts and is highly deformed. The first breakage most probably occurred below the screw's head during the first extraction attempt. The second fracture occurred most probably afterwards, with the screw already highly deformed. The surface of the breakages combined with the extent of the deformation observed give indication of a ductile fracture due to continuous excessive torsional load. Based on investigation, the root cause was attributed to an user related issue. The implant breakage occurred as a result of excessive continuous torsional load applied. It must be noted that the presence of hard bone could also be a cause of the deformation and breakage, as it could have made the extraction more complicated. However, given nothing was indicated by the user and given no x-ray or patient medical records have been received, no statement regarding hard bone could be made. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "one screw out of two was broken during the extraction of azunis 4.0.the broken screw part below the screw head was managed to be removed by shaving the bone of the surrounding area."

Event description:
As reported: "one screw out of two was broken during the extraction of azunis 4.0. The broken screw part below the screw head was managed to be removed by shaving the bone of the surrounding area."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.